Manufacturer narrative:
The insulin pump alarmed during the prime test due to loose drive support disk.

Event description:
It was reported during the priming process the insulin squirts out of the insulin pump. The insulin pump also alarmed during the prime/rewind process. The current blood glucose reading is 146 mg/dl. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.